Manufacturer narrative:
This report is submitted on june 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: implanted device remains.

Event description:
It was reported that the patient experienced an infection at the implant site and was treated with oral antibiotics (date and duration not reported).